Event description:
Healthcare professional called and confirmed that the event right capsular contracture baker grade iii/IV was confirmed to not have occurred. Device has been explanted. The record is not reportable.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  capsular contracture baker grade iii / IV.

Event description:
Patient called to report a right capsular contracture baker grade ii I / IV. The device remains implanted.